Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for preactivation with the incident lot was observed but the illegible print was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Event description:
It was reported that pre activation and marking error found before use with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter, "the needle was retracted x1 ¿ mark wasn't printed on the button part. X1 ¿ mark was light x1."

Event description:
It was reported that a labeling error was found before use with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter, "the needle was retracted x1. Mark wasn't printed on the button part. X1. Mark was light x1."

Manufacturer narrative:
The following fields were updated due to corrected information: b.5. Describe event or problem: it was reported that a labeling error was found before use with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter, "the needle was retracted x1. Mark wasn't printed on the button part. X1. Mark was light x1."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that pre activation and marking error found before use with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter, "the needle was retracted x1. Mark wasn't printed on the button part. X1. Mark was light x1."